Event description:
Customer called stating his insulin pump alarmed button error. Customer's blood glucose level is 227 mg/dl. Customer said he pressed esc and then act to clear the alarm, but it would not clear. He changed the battery and the device still alarmed button error. Customer was able to put in the time and date, but then the numbers started scrolling on their own. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with currents in specifications. No unexpected battery out of limit. No button error alarm noted. Intermittent button response due to moisture damage keypad trace. Numbers do not ramp up on its own or scroll bar moving with no input. Minor scratched on lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip.